Manufacturer narrative:
Allegation related to hole in reservoir was reported. The ams 700 spherical reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of fatigue at the corner of a fold; hole was present in reservoir shell attributed to wear at a fold with avulsion. The krt was worn to filament. There was a leak in the reservoir krt near the tubing connector due to fatigue; hole was present. The ipp cxm inflate/deflate pump was visually inspection. The krt were worn to filament; no leak was found. The rear of inflation bulb was worn against the krt; no leak was found. Product analysis confirmed the reported event. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required. System components pump model- 72401110 lot sn (B)(6).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump and reservoir due to holes in the reservoir. A patient outcome of stable was reported.

Manufacturer narrative:
System components:pump:model- 72401110,lot sn- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) pump and reservoir due to holes in the reservoir. A patient outcome of stable was reported.